Manufacturer narrative:
(B)(4). Patient age is not known, however it was reported that the event occurred in the pediatrics unit with a child. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink administration set separated at the male luer, where the tubing connects to the luer lock connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between 05/18/15 ¿ 05/19/2015. One unit was received for evaluation. Visual inspection was performed and no obvious defects were found. The connections and bondings were checked. The male luer separated from the tubing when pulled. There was no secure bonding with the male luer connector and the tubing. A flow test was performed and there was no leakage when solution flowed through the line with the luer and tubing put together. If the line was pulled a bit, it would come apart and cause a leak. The cause was determined to be a machinery issue during the manufacturing process, specifically a lack of solvent applied to the tubing. A CAPA was opened to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.